Event description:
The manager of the dialysis unit reported a patient was hospitalized with hemolysis and a myocardial infarction following a dialysis treatment. The manager reported that their internal investigation revealed a nursing error resulted in a clotted circuit . The heparin line was left clamped and the nurse overrode the alarms without addressing the alarms resulting in the patient not receiving the prescribed heparin dose. The circuit clotted but the blood in the extracorporeal circuit was returned to the patient. The patient¿s needle infiltrated and the patient had to be recannulated; treatment was completed and the patient was discharged home. At home the patient complained of weakness, being tired, difficulty swallowing and began passing bloody urine. The patient was sent to the hospital emergency room and admitted to the hospital and treated for hemolysis and a myocardial infarction. The cause of the hemolysis is not known. The patient was hospitalized for a week and then discharged home and has since returned to this unit for their dialysis treatments.

Manufacturer narrative:
The blood tubing set involved in this incident was not available for investigation. Twenty retained blood tubing samples from the same lot number reported 10000051698 were visually inspected, functional, leak, occlusion and dimensional testing was performed and no failures or defects were detected. The involved blood tubing set does not have FDA clearance but is similar to a blood tubing set with FDA clearance.